Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients left eye (os) on an unknown date. The reporter indicates the following statement "icl power in os is maximal and cant be increased to build in current residual refractive error/surprise (myopia). Lens remain implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.